Event description:
It was reported that a patient presented with loss of bluetooth telemetry noted on the patient's insertable cardiac monitor. No information regarding intervention or adverse patient consequences were reported.